Event description:
The pt was given medication through the gastrostomy tube. The nurse reported that the pump and administration set was checked at this time to ensure that it was properly connected. The next day the nurse checked on the pt and found the pt to be making wet coughing sound. The pt was found with a distended abdomen and was short of breath. The pump's display indicated free flow but no alarm was sounding. 500 cc of formula was aspirated from the pt at this time. The pt was also given a suppository. Pt had three large bowel movements. Pt died between 10:45 pm and 11:45 pm that day.